Event description:
A report was received that the patient had a skin infection at the lead site. The patient's infection site was cleaned and a drainage tube was added to drain any further infection. The patient was treated with long term oral antibiotics. The infection was cleaned again during a follow up appointment. The patient is clear of any infection and the stimulation is working well.